Event description:
(B)(6) study. It was reported that the subject experienced mild abdominal pain treated with medication. The subject was enrolled into (B)(6) study 25-oct-2023. Pre-treatment maa imaging prior to 1st therasphere treatment, documented a significantly higher perfusion of maa on tumors. The dose to perfused liver was 61.6 gy and the dose to total normal tissue was 529.3 gy. The lung shunt calculation was 8%. On the same day, the treatment with therasphere was performed. Therasphere was administered to the liver selective (<=2 segments in the perfused volume) through femoral artery. 1 dose vial was administered. Total administered activity was 2.57 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. On (B)(6) 2023, 9 days post therasphere administration, the subject presented with abdominal pain. Severity (ctcae v5.0 grade): grade 1 (mild). The adverse event was considered as non-serious. The subject was started on oxycodone for the pain and zofran-odt for nausea. No other actions were taken to treat the event. On 14-dec-2023, the event was considered as resolved. On (B)(6) 2023, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2023, 22 days post therasphere treatment and after the same day post administration of the combination therapy was administered, the subject reported fatigue. Severity (ctcae v5.0 grade): grade 1 (mild). No actions were taken to treat the event. The event was considered to be ongoing. On (B)(6) 2023, monotherapy therapy with 1500 mg durvalumab was administered intravenously. It was further reported that on (B)(6) 2023, the subject was noted with a decreased absolute lymphocyte count. No actions were taken to treat the event. On 14-dec-2023, the event was considered as resolved. It was further corrected that on (B)(6) 2023, on the same day post administration of durvalumab monotherapy, the subject reported anorexia. The event was considered non-serious. No actions were taken to treat the event. On 04-apr-2024, the event of anorexia was considered as resolved.

Manufacturer narrative:
Corrections: h6 - patient codes: added e2306: decreased appetite a1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 69 years old at the time of study enrollment. A4 - weight: 84.4 kg. D3 & g1: manufacturer address 1: chapman house, farnham bus park. D3 & g1: manufacturer zip/postal code: gu9 8ql.

Event description:
(B)(6) study. It was reported that the subject experienced mild abdominal pain treated with medication. The subject was enrolled into (B)(6) study (B)(6) 2023. Pre-treatment maa imaging prior to 1st therasphere treatment, documented a significantly higher perfusion of maa on tumors. The dose to perfused liver was 61.6 gy and the dose to total normal tissue was 529.3 gy. The lung shunt calculation was 8%. On the same day, the treatment with therasphere was performed. Therasphere was administered to the liver selective (<=2 segments in the perfused volume) through femoral artery. 1 dose vial was administered. Total administered activity was 2.57 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. On (B)(6) 2023, 9 days post therasphere administration, the subject presented with abdominal pain. Severity (ctcae v5.0 grade): grade 1 (mild). The adverse event was considered as non-serious. The subject was started on oxycodone for the pain and zofran-odt for nausea. No other actions were taken to treat the event. On 14-dec-2023, the event was considered as resolved. On (B)(6) 2023, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2023, 22 days post therasphere treatment and after the same day post administration of the combination therapy was administered, the subject reported fatigue. Severity (ctcae v5.0 grade): grade 1 (mild). No actions were taken to treat the event. The event was considered to be ongoing. On (B)(6) 2023, monotherapy therapy with 1500 mg durvalumab was administered intravenously. It was further reported that on (B)(6) 2023, the subject was noted with a decreased absolute lymphocyte count. No actions were taken to treat the event. On 14-dec-2023, the event was considered as resolved.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 69 years old at the time of study enrollment. A4 - weight: 84.4 kg. D3 & g1: manufacturer address 1: chapman house, farnham bus park, d3 & g1: manufacturer zip/postal code: gu9 8ql.

Manufacturer narrative:
A1 - patient identifier: 0939row001 a2 - age at time of event: the subject was 69 years old at the time of study enrollment. A4 - weight: 84.4 kg d3 & g1: manufacturer address 1: chapman house, farnham bus park d3 & g1: manufacturer zip/postal code: gu9 8ql.

Event description:
Rowan study it was reported that the subject experienced mild abdominal pain treated with medication. The subject was enrolled into rowan study on (B)(6 )2023. Pre-treatment maa imaging prior to 1st therasphere treatment, documented a significantly higher perfusion of maa on tumors. The dose to perfused liver was 61.6 gy and the dose to total normal tissue was 529.3 gy. The lung shunt calculation was 8%. On the same day, the treatment with therasphere was performed. Therasphere was administered to the liver selective (<=2 segments in the perfused volume) through femoral artery. 1 dose vial was administered. Total administered activity was 2.57 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. On (B)(6) 2023, 9 days post therasphere administration, the subject presented with abdominal pain. Severity (ctcae v5.0 grade): grade 1 (mild). The adverse event was considered as non-serious. The subject was started on oxycodone for the pain and zofran-odt for nausea. No other actions were taken to treat the event. On (B)(6) 2023, the event was considered as resolved. On (B)(6) 2023, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2023, 22 days post therasphere treatment and after the same day post administration of the combination therapy was administered, the subject reported fatigue. Severity (ctcae v5.0 grade): grade 1 (mild). No actions were taken to treat the event. The event was considered to be ongoing. On (B)(6) 2023, monotherapy therapy with 1500 mg durvalumab was administered intravenously.

Event description:
Rowan study, it was reported that the subject experienced mild abdominal pain treated with medication. The subject was enrolled into rowan study (B)(6) 2023. Pre-treatment maa imaging prior to 1st therasphere treatment, documented a significantly higher perfusion of maa on tumors. The dose to perfused liver was 61.6 gy and the dose to total normal tissue was 529.3 gy. The lung shunt calculation was 8%. On the same day, the treatment with therasphere was performed. Therasphere was administered to the liver selective (<=2 segments in the perfused volume) through femoral artery. 1 dose vial was administered. Total administered activity was 2.57 gbq. Post treatment dosimetry documented avid uptake in target lesion distribution of y90 on tumors. On (B)(6) 2023, 9 days post therasphere administration, the subject presented with abdominal pain. Severity (ctcae v5.0 grade): grade 1 (mild). The adverse event was considered as non-serious. The subject was started on oxycodone for the pain and zofran-odt for nausea. No other actions were taken to treat the event. On (B)(6) 2023, the event was considered as resolved. On (B)(6) 2023, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2023, 22 days post therasphere treatment and after the same day post administration of the combination therapy was administered, the subject reported fatigue. Severity (ctcae v5.0 grade): grade 1 (mild). No actions were taken to treat the event. The event was considered to be ongoing. On (B)(6) 2023, monotherapy therapy with 1500 mg durvalumab was administered intravenously. It was further reported that on (B)(6) 2023, the subject was noted with a decreased absolute lymphocyte count. No actions were taken to treat the event. On (B)(6) 2023, the event was considered as resolved. It was further corrected that on (B)(6) 2023, on the same day post administration of durvalumab monotherapy, the subject reported anorexia. The event was considered non-serious. No actions were taken to treat the event. On (B)(6) 2024, the event of anorexia was considered as resolved. It was further reported that on 02-may-2023, the event of fatigue was resolved.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the subject was 69 years old at the time of study enrollment. A4 - weight: 84.4 kg. D3 & g1: manufacturer address 1: chapman house, farnham bus park. D3 & g1: manufacturer zip/postal code: gu9 8ql.